Manufacturer narrative:
One opened blister was received; the open blister contained one lens. One sealed blister was also received. The lenses meet company standards for base curve, center thickness, and diameter. 1 lens from the open blister revealed missing color print, edge tears, and holes. There was not enough solution from the 1 sealed blister to measure ph and conductivity. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 17oct2016 a patient (pt) our affiliate in (B)(4) received a call from a patient (pt) who reported while wearing an acuvue2definebrand contact lenses he/she experienced ocular discomfort od. The pt reported that since removing the suspect contact lens he/she experienced worsening eye discharge, and developed redness, itching, and swelling in the od. The pt reported severe eye discharge especially on awakening. The pt reported that he/she will see an eye care provider on (B)(6) 2016. On 21oct2016 the pt called to report additional information as follows: the pt reported that he/she saw an ecp on 20oct2016 and was diagnosed with staining and acute bacterial conjunctivitis od. The pt reported that he/she was instructed to discontinue contact lens wear for two weeks. The pt reported that he/she was prescribed cravit, bronuck, and hyalein 0.3% eye drops and was instructed to return to the ecp if the symptoms persisted. On 27oct2016 the pts treating ecp was contacted for a medical interview and the following additional information was provided by the medical director of the clinic. The pt was diagnosed with acute bacterial conjunctivitis and staining. The infection was mild. The staining was not deep and the ecp believed that it was caused by dryness or friction against contact lens. The ecp determined that the event was not serious. On 08nov2016 a call was placed to the pt for follow-up information. No additional information has been received. No suspect product has been received for evaluation. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 3611900240 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.